Manufacturer narrative:
Patient ID not provided due to (B)(6) patient privacy regulations. No device was returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used post-operatively of a spinal fusion procedure. It was reported that the tracker mount got stuck on a chisel. When the site tried to unscrew the locking bolt, the insex screw got worn out and so did the screw driver. There was no delay to the procedure and no impact on patient outcome.